Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that match the manufacturer report number. Device evaluation could not be performed because the device was discarded by the facility. Investigation of production records could not be performed because lot information was unavailable. Although lot history record review could not be performed, all the shipped products were inspected in the production process for meeting the product specifications and release criteria; therefore, it was concluded there was no indication of product deficiency. Base on the obtained information and referring to known incidents, it was presumed that tensile stress exceeding the product's design limit was inadvertently applied on the catheter while its tip was most likely being trapped in the severely tortuous, severely calcified lesion. It was concluded that this event was not attributed to product quality. Instructions for use states that: [contraindications]: do not use this microcatheter in advanced calcified lesion; [warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the cause are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunctions] separation.

Event description:
It was reported that the tip of an asahi microcatheter became separated during a pci to fix a highly calcified, extremely torturous 90% stenosis in the lad. Via radial artery, a 6 fr guide catheter was engaged and a non-asahi guide wire crossed the lesion. An asahi penetration catheter followed the guide wire but the extreme angles did not allow it to pass. Then the subject microcatheter was used. This microcatheter made it to lesion site. However, it got lodged in a highly calcified 90 degree angle of the lad. The physician felt the microcatheter got lodged or stuck in the lad. As the microcatheter was pulled back, the tip came off and the separated tip was still on wire. A retrieval attempt with a snare went unsuccessful. A non-asahi penetration catheter was then advanced as far as possible down the lad. The non-asahi catheter and the guide wire were removed together to successfully removed the separated tip. There were no adverse patient effects. The physician commented that this was the most angulated calcified lad they have ever encountered. The tip came off was more a result of the case complexity.